Event description:
Customer reportedly received results of 40 mg/dl and 150 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. The lot number of the strips was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.